Manufacturer narrative:
(B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Device has not been returned.

Event description:
It was reported that the patient experienced pain and swelling in her knee while using the bone healing system (bhs). The symptoms began the second day of wearing the bhs unit. The patient saw her doctor for the symptoms and was switched to the orthopak bone growth stimulator for treatment. No additional patient consequences were reported.

Event description:
It was reported that the patient experienced pain and swelling in her knee while using the bone healing system (bhs). The symptoms began the second day of wearing the bhs unit. The patient saw her doctor for the symptoms and was switched to a different bone growth stimulator for treatment. The patient experienced both pain and swelling with the other bone growth stimulator. The patient did advise her doctor of experiencing the same symptoms but there was no additional medical intervention. The patient discontinued using both of the products. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was not returned to zimmer biomet for investigation because the product was discarded by the patient. The reported event was unable to be confirmed due to limited information received from the customer. The device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: a3: patient sex added. B4: date of this report added. B5: event description updated. B7: relevant history added. G4: date received by manufacturer added. G7: type of report. H2: follow up type. H3: device evaluated by manufacturer updated to no. H4: device manufacturer date added. H6: method code updated to 4114: device not returned. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established. H10: additional narratives/data h3 other text : the device has not been returned.